Manufacturer narrative:
Vyaire complaint number: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The system would pressurize if reset is held done for a longer than usual time. Fsr also noticed that during vent verification, pressure would drop more than usual and climb back up when oscillator is stopped. It was determined that the pr3 is the problem component. After replacing the component, fsr tested the unit with no issues occurred.

Event description:
The customer reported to vyaire medical that 3100a that when the unit has a pressure of 10 cubic meter and the circuit gets disconnected and reconnected the pressure does not go back to 10 cubic meter. At this time, there is no information regarding patient involvement associated with this event.